Event description:
The customer stated a falsely elevated result was generated on the architect stat troponin-I assay. A patient generated an initial troponin result of 0.3 ng/ml (cut-off is 0.032 ng/ml). The result for ck-mb was 7.8 ng/ml and for ck 251 u/l. These results seemed to be plausible and were reported back to the ward. Another sample was drawn approximately 6 hours later and the troponin result was < 0.01 ng/ml. The value for ck-mb was 5 ng/ml and for ck 131 u/l. The first sample was retested and the troponin result was < 0.01 and 0.04 ng/ml; ck-mb was 7.7 ng/ml and ck was 235 u/l. There was no report of impact to patient management.

Manufacturer narrative:
Accuracy testing was completed for reagent lot 45004un12 using retained kits. Acceptance criteria was met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. Additionally, there is not enough information to reasonably suggest a malfunction as there is no indication of the cause for the initial elevated result from the original sample. This sample produced acceptable results when retested with the same reagent lot. No additional issues were identified. The architect stat troponin-I package insert contains information in the limitations of the procedure section regarding potential causes for discrepant results.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process